Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 3 month(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced a superficial infection; described as a circular lump protruding through the surgical scar, with flaking skin around it. No bleeding or discharge. The patient was administered medication and noted to have debridement, wash out and liner exchange. The outcome of this event is considered continuing and the case report form indicates that this event is unlikely related to the device(s) and possibly related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
(D10) concomitant devices: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. 320-38-00 - equinoxe reverse 38mm humeral liner +0. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-01-38 - equinoxe reverse 38mm glenosphere. 320-15-01 - eq rev glenoid plate. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.